Manufacturer narrative:
The device br16018 has not been evaluated yet for investigation purpose. Once the evaluation will be performed, a follow-up medwatch report will be submitted.

Event description:
During surgery there were two device shutdowns. After each shutdown the device was restarted to pursue surgery.

Manufacturer narrative:
A data log files analysis for the subject surgery was performed. It indicates that the cause of the reported communication errors is a switches error from the controller, which is due to the vigilance device. A medtech representative who witnessed the event reported that the user might have partially stepped on the vigilance device, which may be a contributory factor. However on this occasion no root cause can be formally confirmed.